Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a resection of vaginal mesh erosion on (B)(6) 2005.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic organ prolapse. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient underwent removal and resection of mesh on (B)(6) 2006 due to vaginal mesh erosion, contraction and pain. The patient underwent revision surgeries on (B)(6) 2005 and (B)(6) 2012 due to mesh erosion. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-04182. The same patient is represented in each medwatch.